Event description:
Additional information received reported the patient's stay in the clinic for 3 days was a usual part of the parkinson therapy that would occur once a year. During the 3 days, the stimulation would be adjusted to the health status of the patient. No surgery was performed. There was no specific event which led to the in-hospitalization.

Manufacturer narrative:
The date of event is actual.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient was hospitalized to improve stimulation. This was the patient usual annual follow up.